Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed a non-sustained right ventricular oversensing alert for post-paced t-wave oversensing on the implantable cardioverter defibrillator. Programming changes were implemented. There were no patient consequences.